Event description:
It was reported that device was explanted and replaced due to oversensing. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.